Manufacturer narrative:
(B)(4). Additional: it was reported performance breakage suture. An empty opened foil, a labeled winding former and needle-suture piece of product code vcp303, lot mem215 were returned for analysis. During the visual inspection of the opened sample (needle/suture piece), the swage and attachment area were noted to be as expected. However, body fluids on the strand were observed and the end was busted. In addition, a functional test was performed and the tensile strength force was above the minimum requirement. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mem215 number, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent cryptorchidism procedure on an unknown date and suture was used. During the procedure, the suture broke. A like device was used to complete the procedure. There were no adverse patient consequences reported.